Manufacturer narrative:
E1 - name and address: customer person, unknown. (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user detected the basket broken of an ngage nitinol stone extractor during a stone removal procedure. The basket handle broke at the conjunction area with basket. The device was not used. The user then changed to a new basket to continue the procedure. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: correction: annex g: as reported, the user detected the basket broken of an ngage nitinol stone extractor during a stone removal procedure. The basket handle broke at the conjunction area with basket. The device was not used. The user then changed to a new basket to continue the procedure. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Handle in open position. Collett and male luer lock adapter were tight and pett tubing was present. Handle does not actuate basket formation. Basket sheath is nearly fully separated at tip of support sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no related nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint reported for the final product lot number, however cook has concluded it is unrelated. Cook also reviewed product labeling: a review of the IFU t shef rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded that the cause of the reported event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.